Event description:
25mm eea circular stapler being used in patient. Surgeon fired stapler as directed and when it was being pulled out, the anvil detached from the stapler and remained inside the patient. Anvil was successfully and safely retrieved.